Event description:
The pt was found at 19:20 unresponsive with the transmitter disconnected and on the floor. Attempts to revive were unsuccessful. A review of the product's full disclosure shows transmission was lost at 14:50 (over 5 hours) before the pt was found in the above stated unresponsive state. The customer reported that they did not remember hearing the alarms and could not verify whether the alarms were off/or the sound was turned down at the time of the event.